Manufacturer narrative:
A getinge fse was sent to investigate the issue. The fse determined the pneumatic module assembly needed to be replaced. The autofill issue was resolved by installing a new pneumatic module assembly. The fse completed full calibration, functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for use.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called regarding autofill failure alarm that had gone off. Customer stated had pressed iab fill and the alarm still continued. The patient was successfully switched to another pump and now had been pumping for a few minutes. There was no patient harm reported.

Manufacturer narrative:
Additional e1 information: initial reporter (B)(6). Event site telephone: (B)(6). Event site email: (B)(6). G3 date of mfg reported in initial emdr (mfg report number 2249723-2023-03596) corrected from 08/01/2023 to 07/26/2023.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.